Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and photos were provided for evaluation. The investigation is confirmed for detachment of device or device component, stretched and material deformation. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2515x pta balloon dilatation catheter allegedly experienced detachment of device or device component, stretched and material deformation. This information was received from one source. This event did not involve a patient as there was no patient contact.